Event description:
While passing the reamer around a bend in the guidewire as it passed the herzog curve region of the proximal tibia, the reamer tip broke off in the pt's right tibia. All fragments of the reamer were able to be removed without difficulty. No injury or harm occurred.